Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple wall outlets. The customer confirmed that the same charging supplies successfully charged other electronic devices. The customer's blood glucose (bg) level was 87 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.